Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4) the complaint indicated that the device broke post-op requiring additional surgical intervention. Device history records review was conducted. The report indicates that: part: 246.620 / lot: 7906653, manufacturing location: (B)(4), manufacturing date: 30 may 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the doctor detected a broken plate and screws. But we don't know, specifically which screws were broken. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).